Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/15/2013 with the following findings: the keypad cover was found to be peeling at the up arrow button. During testing, the down arrow was found to be intermittently unresponsive; the up arrow and contrast buttons were completely unresponsive. The ok keypad button responded appropriately to button presses. The keypad cover was removed and the up arrow button contact was found to be inverted. There was contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that there was a crack in the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).